Event description:
From info supplied by distributor from medwatch form 3500. Dermabond topical skin adhesive was used to close a laceration below the pt's eye at ER. The pt's eye was "dermabonded closed" after which, a solution of lacrolube and saline were administered for 45 minutes and the eye was opened. The lower eyelashes were removed and the eye was red and swollen. Distributor faxed a letter to contact requesting more info on event. Hospital sent letter to distributor stating that "after an internal investigation, they determined the event was not a result of product failure, therefore they see no need to provide the add'l info requested".